Event description:
It was reported bd plastipak¿ syringe had leakage issues. The following information was provided by the initial reporter: "...the stopper came loose and liquid leaked through the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, the product information is displayed, however, there is no visible damage or defect with the syringe and no leakage can be observed. A device history review was performed for the reported lot 2112061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2112061 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were properly assembled, and no leaks was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported bd plastipak¿ syringe had leakage issues. The following information was provided by the initial reporter: "...the stopper came loose and liquid leaked through the plunger."